Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). First clip mis-fired and came out at an angle. The metal central part of clip pushed passed the tip of the device which caused the rest of the clips to fall out into the patient - all clips were located.

Manufacturer narrative:
The product was analyzed by microscope. There are no deviations recognized. The metal sheet is not deformed. The device quality and manufacturing history records have been reviewed for the available lot number. The device history file was checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. The provided product shows no deviations. Most probably the error was caused by improper mounting to the applicator. Corrective/preventive action is not required.